Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The battery was removed and reinserted twice, but the anomaly persisted. The customer's blood glucose was 64 mg/dl, which was treated with food. The caller stated that the device had been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.